Manufacturer narrative:
An agilon® xo system had to be revised after about 2 years and 9 months of implantation time. It is reported that the agilon® xo screw m6/22.5 mm broke. Additionally, an x-ray image taken before revision reveals that the metaphyseal component has separated from the humeral stem and the metaphyseal component, together with the inverse cap base, is dislocated. Also, the disengagement and dislocation of the counter screw is recognizable. Optical examination of the explants confirms the fracture of the agilon® xo screw. The characteristics of the fracture surface are consistent with a fatigue fracture resulting from sustained overloading over an extended period of time. Abrasion of the interlocking at the metaphyseal component and the stem indicates that the prosthesis components have loosened and moved against each other. It is possible that the safety screw became dislodged due to a lack of initial fixation. Unfortunately, the information provided is not sufficient to clarify this incident as it is not known whether a torque wrench was used during implantation. The same applies to the agilon® xo screw, where loosening/ lack of fixation, as mentioned above, may have caused additional stress to prosthetic system and eventually fracture of the screw. Dislocation of the prosthesis components is likely to have occurred as a consequence of the lack of fixation due to the fractured screw. Abrasion on the outer edges of the pe-insert indicates high stress, probably a result of the dislocation. Scratches on the surface of the stem probably result from the explantation surgery. The manufacturing documents, instructions for use and the surgical techniques were reviewed, none of which indicated any deviation or possible cause of the implant failure/fracture of the screw. Risk management was consulted. The event was assigned to the hazard I "implant failure", hazard ii "technical failure / loosening of modular connections / loosening of fixation of the attachment tube" and the hazard iii "dislocation / instability" in the associated risk management overview. In conclusion, the information provided is not sufficient to clarify the cause of the incident. However, it is possible, that a lack of initial fixation may have led to loosening of the screws, which may have caused overload and eventually fracture of the agilon® xo screw, resulting in the further damage described.

Event description:
The following event was reported to implantcast gmbh: "agilon xo screw broke " based on the available information, the incident will be split and the following error patterns will be considered: (B)(6)_1: fracture of the agilon® xo screw, (B)(6) 2: detachment of the safety screw, (B)(6)_3: dislocation of the agilon® metaphyseal component. The explants have been made available to the implantcast gmbh to provide follow-up information.

Manufacturer narrative:
An agilon® xo system had to be revised after about 2 years and 9 months of implantation time. It is reported that the agilon® xo screw m6/22.5 mm broke. Additionally, an x-ray image taken before revision reveals that the metaphyseal component has separated from the humeral stem and the metaphyseal component, together with the inverse cap base, is dislocated. Also, the disengagement and dislocation of the counter screw is recognizable. It is possible that the safety screw became dislodged due to a lack of initial fixation. Unfortunately, the information provided is not sufficient to clarify this incident as it is not known whether a torque wrench was used during implantation. The same applies to the agilon® xo screw, where loosening/ lack of fixation may have caused additional stress to prosthetic system and eventually fracture of the screw. Dislocation of the prosthesis components is likely to have occurred as a consequence of the lack of fixation due to the fractured screw. Unfortunately, the implantcast gmbh was not provided with the explants and intraoperative taken pictures do not include images of the screws. The distinctly recognisable tissue fragments on the metaphyseal component also prevent further analysis. The manufacturing documents, instructions for use and the surgical techniques were reviewed, none of which indicated any deviation or possible cause of the implant failure/fracture of the screw. Risk management was consulted. The event was assigned to the hazard I "implant failure", hazard ii "technical failure / loosening of modular connections / loosening of fixation of the attachment tube" and the hazard iii "dislocation / instability" in the associated risk management overview. In conclusion, the information provided is not sufficient to clarify the cause of the incident. However, it is possible, that a loosening of the screws caused an overload and hence the fracture.

Event description:
The following event was reported to implantcast gmbh: "agilon xo screw broke ".